Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 399 mg/dl, hi (greater than 600 mg/dl), and 131 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.